Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer¿s customer was treated with insulin pump. Customer stated that the insulin pump had no delivery alarm. Customer stated that they were giving bolus but blood glucose level was not going down. Customer stated that the did not use minimed 670g system. Customer declined troubleshooting for high blood glucose level. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.